Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced several low blood glucose values with the lowest being 39 mg/dl with shakiness which the reporter attributed to unprogrammed boluses. The patient was reportedly treated with oral carbohydrates each time and blood glucose levels would respond. The reporter stated that the patient was having random low blood glucose for several weeks which happened more consistently since (B)(6) 2012; the patient's reported bg history indicated 9 low blood glucose events since (B)(6) 2012 and blood glucose values ranging from 39 mg/dl to 233 mg/dl during this time. The reporter stated that the patient had no new medications and there were no recent changes in weight, activity, or stress levels. During a review of the pump history, the reporter stated that there were two dates that the bolus history appeared to have unprogrammed boluses. The reporter stated that on (B)(6) 2012, there appeared to be multiple boluses in the bolus history that the reporter denied programming; the reporter stated that the patient usually used ezcarb and ezbg boluses but the boluses in question were normal boluses and they occurred when the patient would normally be sleeping. There was no indication of any low blood glucose resulting from the boluses in question. The reporter stated that the pump was suspended and disconnected on (B)(6) 2012 from 9:30 pm and was resumed on (B)(6) 2012 at 3:30 am; the reporter stated that four boluses were recorded in the pump history during this time. The boluses in question appear to have occurred after the reporter disconnected the pump from the patient. This report is made based on the allegation that the patient experienced hypoglycemia associated with unprogrammed boluses; however, the hypoglycemic events do not appear to coincide with the unprogrammed bolus event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/02/2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The pump was exercised for 24 hours with no unprogrammed boluses occurring or being recorded in the pump history. A 29 hour flow accuracy test was performed without any unprogrammed boluses occurring and the pump was found to be delivering within specifications. A 10 unit test bolus was programmed and the bolus delivered and recorded to the pump bolus history correctly. No delivery related defects were found during testing. Unrelated to the complaint, the display lens film was found to be scuffed. This issue is not likely to cause an adverse event as the issue has no effect on the pump's insulin delivery function. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.